Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert on rv lead warning on (B)(6) 2012. From the device the episode and histogram data were unavailable.

Event description:
It was reported that the patient had episodes of dizziness. At follow up it was found the right ventricular (rv) lead channel had noise and there was no capture at a high output. The rv lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.